Event description:
The reservoir's seals are broken between the o-rings. Also it was stated that the top of the reservoir where it connects to the infusion set is not molded properly and it's bent to the side.